Event description:
It was reported that post a cardiac ablation procedure, the patient, experienced low blood pressure (70/40) following an unremarkable preparation and ablation. An echocardiogram revealed a pericardial effusion, and hemopericardium was identified. A pericardiostomy was performed, with 150cc of blood aspirated. The patient was under general anesthesia and was stable after the intervention. No further patient complications have been reported as a result of this event. It was later reported that the effusion occurred during the transseptal puncture.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: 10fcc13 product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: needle product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.